Manufacturer narrative:
Qn#(B)(4). Evaluation: returned for evaluation was a 30cc 7.0fr iab. No blood was noted on or within the bladder membrane upon return. The bladder was fully unwrapped upon return. No other damage or abnormalities were noted with the catheter. The bladder thickness was measured at six points with measurements within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. A leak was immediately noticeable from the bladder membrane. Under microscopic inspection a cut consistent with contact from a sharp was noted approximately at 18.4cm from the iab distal tip. No abrasions were noted. A 0.025in guidewire was front loaded through the luer end of the iab, and no resistance was noted. The guidewire was able to advance. The guidewire was back loaded through the distal tip of the iab, and no resistance was met. The guidewire was able to advance. No blood or debris exited with the guidewire. Other remarks: a device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is confirmed. A cut consistent with contact from a sharp was noted on the bladder membrane. No abrasions were noted. The root cause of the cut is undetermined.

Event description:
It was reported that the event involved a patient 170cm in height. While in the cardiology department the md flushed products with heparinized saline. The md used the seldinger technique for the percutaneous insertion of the left femoral artery. The md inserted introducer needle into the artery, then passed the guide wire through the needle and advanced guide wire to the aortic arch. The md removed the needle, and then passed dilator over guide wire, through the skin and subcutaneous tissue, and into artery. The md removed the dilator and then passed the sheath over the guide wire. The md flushed central lumen with heparinized saline, inserted catheter over the guide wire and then withdrew the guide wire. The md kept the catheter in place, and checked all the connectors and started up the (iabp) intra-aortic pump. Thirty minutes later, the device alarmed for helium loss and blood was observed in helium line. At this time the doctor removed the catheter and found a small hole in the balloon. The md replaced the iab in the same insertion site with a new iab to proceed with the surgery successfully. The whole procedure didn't cause harm to patient. There was no reported medical / surgical intervention required. There were no reported patient complications or injuries. More information received on 05/26/2015: the pump did alarm helium loss frequently. The md removed first (iab) intra-aortic balloon catheter with the sheath as one unit. Another arrow iab was inserted in the same insertion site successfully. After the iab was removed from the patient the md injected the balloon with water and found the hole. The patient did not have torturous vessels.

Manufacturer narrative:
(B)(4).